Event description:
It was reported the pt is w/o stimulation to his left forefinger and thumb. Also, the pt is experiencing numbness and burning in the area as well. The sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were ordered. Surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.